Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The customer stated that their sensor had been misreading their blood glucose. The customer reported that they had both low and high blood glucose. The customer stated that they had been experiencing low blood glucose for over a week. The customer¿s current blood glucose level was unknown. The customer would treat their low blood glucose with food. The customer mentioned that they had experienced low blood glucose levels of 54 mg/dl and 60 mg/dl. The customer declined troubleshooting for the low and high blood glucose. The device will not be returned for analysis.

Event description:
The customer stated that their sensor had been misreading their blood glucose. The customer reported that they had both low and high blood glucose. The customer stated that they had been experiencing low blood glucose for over a week. The customer¿s current blood glucose level was unknown. The customer would treat their low blood glucose with food. The customer mentioned that they had experienced low blood glucose levels of 54 mg/dl and 60 mg/dl. The customer declined troubleshooting for the low and high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4).